Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The head and liner were removed and replaced. Further follow up for information and review of invoice history revealed the patient underwent bilateral hip arthroplasty on (B)(6) 1996. Information further revealed that revision procedures occurred on the following dates due to unknown reasons: (B)(6) 2002, (B)(6) 2007, (B)(6) 2013. There is no further information available for the procedures listed above.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2014-08497 & 1825034-2015-00417 / 00421).